Event description:
Aspergullus, multisystem organ failure. Approximately three weeks prior to the application of epicel cea, this patient, was treated with a dermal regeneration template. In 2002, pt underwent debridement and application of 55 epicel grafts, lot number ee00415-31 for 75% full thickness tbsa burn. The grafts were applied to their face, left leg, and right thigh. The following day, the patient was grafted with 26 grafts of epicel cea lot number ee00415-32. The grafts were applied to both flanks. The following month, wound cultures revealed aspergillus infection. There were no wound cultures taken prior to grafting, however, during the grafting procedure wound cultures were performed and no infection was noted. The reporter assessed the causality of this event as unlikely related to the use of epicel. No further details were provided. Additional information received 25 days later, from the site indicated that this patient expired in 2002 due to multisystem organ failure unrelated to the use of epicel.